Manufacturer narrative:
E1 complete facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during routine inspection the subject device had a noisy and a flickering image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection. And the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: as the camera cable was faulty, it was unable to communicate normally. And it was presumed, that the image noise and flickering occurred. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during routine inspection. The subject device had a noisy and a flickering image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as the camera cable was faulty, it was unable to communicate normally, and it was presumed that the image noise and flickering occurred. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during routine inspection the subject device had a noisy and a flickering image. There was no patient involvement.